Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. The physician believed the event was the result of the patient's underlying poor health. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Review of the event conducted by an isi medical safety officer (mso) concluded that a 72-year-old man underwent an ion endoluminal biopsy targeting a lesion in the left upper lobe 10 cm from the pleura which represents a relatively central location. Three (3) needle aspiration biopsies were obtained. There was no bleeding or pneumothorax on fluoroscopy. During the procedure bradycardia was noted without other ECG changes. Echocardiogram was notable for depressed right ventricular function consistent with a right sided myocardial infarction. The procedure was aborted and the patient continued to deteriorate. Central and arterial lines were placed and eventually the patient suffered a cardiac arrest and died. The patient was described to be in incredibly poor health. Past history was notable for significant co-morbidities including severe coronary artery disease and emphysema with chronic hypoxic respiratory failure on home oxygen. The patient refused intervention for his severe coronary artery disease pending diagnostic work up of his lung lesion. If cancer was confirmed the patient would not seek further treatment and instead pursue hospice. Also of significance is that on the day of the biopsy the patient experienced a syncopal episode with loss of consciousness while in the car for which emergency services was called. Consciousness quickly returned by the time he was taken to the emergency department. There were reportedly no changes on ECG or other concerning findings. Despite this syncopal event on the day of the procedure the patient underwent general anesthesia for the biopsy. Based on the available data the patient suffered a fatal myocardial infarction while under general anesthesia in the setting of severe, untreated and active coronary artery disease with emphysema and end stage disease reflected by chronic hypoxic respiratory failure and was possibly procedure related. Based on guidelines the procedure should have been deferred pending further work up of the syncopal episode earlier the same day. There is no evidence the event was device related. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no myocardial infarctions. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient expired. The physician reported that the patient was in incredibly poor health with multiple morbidities including emphysema, oxygen dependency and severe coronary artery disease (cad). The patient refused treatment for his cad , and did not want a cardiac catheterization or additional cardiac work-up if he was diagnosed with cancer and if the cancer could not be treated. The patient wanted hospice care if diagnosed with cancer, but if not, he would consider seeking treatment for his cardiac issues. On the day of the procedure, while in the car, the patient lost consciousness and emergency services were called. The patient quickly "came back around" and arrived at the hospital with no EKG changes or anything concerning. The pulmonary lesion was in the left upper lobe - left main stem bronchus, 10cm from the pleura. A chest CT scan was done and did not show any issues. The physician was able to obtain 3 biopsies of the lesion (proximal tumor) via fine needle aspiration. During the procedure, bradycardia was observed without EKG changes. An echocardiogram (echo) probe did not show any pericardial effusion or bleeding and nothing procedurally related, but the right heart was observed as not moving well. It was believed the patient was experiencing a right-sided myocardial infarction (mi). The procedure was aborted, but the patient continued to decline while in the operating room. Central and arterial lines were placed and eventually the patient went into cardiac arrest and expired. Per the physician, fluoroscopy did not show any bleeding or pneumothorax; therefore, he believed the acute mi did not occur because of the technical part of the ion procedure, but it was due to the patient's poor health. The diagnosis was lung cancer. The physician believed the patient would have probably died the day of the procedure whether or not the procedure was performed.